Manufacturer narrative:
(B)(4). The sample has been received by the manufacturing facility and the initial evaluation could not confirm the reported condition. The reservoir was found to be intact. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor device ruptured during filling. It is unknown what solution the device was being filled with when this event occurred. This event did not involve a patient. No additional information is available.